Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator powered on without keypress activation when the sd card was inserted. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board will be replaced to address the issue.